Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 7073950.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. It was also noted that the patient felt tightening due to stimulation in the muscle. The physician believed that the leads were implanted too deep. The patient underwent a lead repositioning procedure and was doing well postoperatively. Nothing was added or removed during the procedure.